Event description:
No additional information.

Manufacturer narrative:
(B)(4). Follow up MDR for device evaluation: no photos or physical samples that display the reported condition were available for investigation. A device history review was performed for reported lot 2407109, no deviations or non-conformances were identified during the manufacturing process that could have contributed to this issue. Final products in this manufacturing line, for this reference are sampled and they are subjected to visual and functional inspections during the different manufacturing sub-processes according to procedure, including tip and thread verification. No issues related to the reported incident were found. Based on our investigation and given the device records did not identify any failures related to this incident, we are not able to determine a root cause related to our manufacturing process at this time. Complaints received for this device and reported condition will continue to be tracked and trended for signs of emerging trends.

Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
Description my colleague screwed the syringe the dialysis needle, then when she went to remove the syringe, the inner ring from the luer cap fitting remained in the tubing from the dialysis needle. Additional information response received on 24-april-2025 was the device being used in/on the patient when the problem occurred? Answer: the syringe was used at the start of dialysis treatment, yes one patient was connected. Has the patient or user been injured? If yes, please explain further. Answer: no were the health care professionals present when the problem arose? Answer: yes, a trained nurse was holding the product when it happened. If leakage has occurred, check which liquid leaked. Was additional medical intervention/medication required? If yes, please explain further. Answer: no can you set a date for the event? Answer: 20250408.